Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the healthcare provider noted no external power on (B)(6) 2020. The patient does not recall hearing alarms for this event but stated that they may have been sleeping as it was early in the morning, upon review of the log files technical services confirmed that there were multiple no external power alarms when the patient was on the mobile power unit. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log file. The submitted log file contained approximately 40.5 days (B)(6) 2020 ¿ (B)(6) 2020, per the timestamp). The log file captured no external power and low voltage hazard alarms on (B)(6) 2020, from 07:39:59 to 07:40:24 due to a temporary loss of power while connected to the mpu. The system controller backup battery supplied power to the system during the loss of external power. The alarms were resolved when power from the mpu was restored. No other notable alarms were active in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Several good faith efforts were made to obtain additional event information (including the serial number of the mpu, if the cause of the loss of power was determined, and the status of the patient); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. To date, the mobile power unit associated with the reported event was unavailable and the complaint file will close accordingly. If the product is returned at a later time, the complaint will be re-opened. No further information was provided. The manufacturer is closing the file on this event.